Event description:
During a spine case in (B)(6), screws were placed inferiorly inaccurate. The site used medtronic stealthstation s7 with synergy spine application with medtronic o-arm. Surgeon repositioned screws in pt.

Manufacturer narrative:
Pt info was not available at the time of this report but the info has been requested. Device is being evaluated on site by a medtronic employee. At the time of this report, investigations have been inconclusive.